Event description:
User facility medwatch report states: "decision made to perclose rt femoral artery. Md following deployment instructions, but upon cutting the suture on the deployment needle, the not was on top of the skin instead of below. The md pulled the suture and inserted a larger french sheath. An act was performed (169), the sheath was pulled and manual pressure applied to site with a chitoseal to puncture site. Device failed (e.g. Broke, couldn't get to work or stopped working)". There were no reported adverse pt effects. The site rptr was contacted to request add'l info; however, it was declined. This constitutes all known info regarding this event.

Manufacturer narrative:
The device is being held by the user facility risk mgmt and will not be returned for eval. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.